Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pump 3500. Reported complaint of system failure: force error test was validated in the history log and duplicated during testing. The cause of the problem was isolated to the force sensor count is at 0; readings are 0= -1.16 lb, 5= 4.21 lb, 15= 15.32 lb. Force sensor was replaced and device recalibrated. Device then passed all functional testing with delivery. Unknown cause of event.

Event description:
Ted medfusion pump alarmed force error test with system failure. No patient involvement, as event occurred during testing.